Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis found fractures at the weld between the high-voltage cable ends and coil fitting and determined they likely occurred at explant. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this system was explanted after approximately four years due to inability to convert the patient. The system was replaced with a transvenous one. No additional adverse events were reported.

Event description:
It was reported that this system was explanted after approximately four years do to inability to convert the patient. The system was replaced with a transvenous one. No additional adverse events were reported.